Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver functional test was performed and passed. Test for receiver charge and boot was performed and passed. Receiver ¿try it¿ test and sound test on global communication tool v7.3.0.7 was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. Passed interior inspection. Meassured speaker resistance which passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.